Manufacturer narrative:
The device was implanted in the patient and is not available for return to the manufacturer for evaluation. However, medical notes were provided. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
As reported through the lvis pas clinical study, the subject had to be retreated as the previously implanted lvis had migrated and the aneurysm neck was not completely covered. The previously implanted lvis was used to treat two unruptured left ica ophthalmic aneurysms on (B)(6) 2019. The largest one measured 6.5mm and the small one measured 3mm. As aneurysm recurrence was reported, the patient was retreated on (B)(6) 2020. Angiography showed the previously implanted lvis stent markers were just distal to both left aneurysms and now they are just proximal to the aneurysms. It was noted that the lvis had migrated. The subject had a follow-up visit on (B)(6) 2020 and it was reported that the subject was doing well after stent assisted coiling of residual left carotid aneurysms. The patient was considered to have low risk of aneurysm recurrence. The patient exited from study on (B)(6) 2020.

Manufacturer narrative:
Additional information: a2, a4, a6, h6, h11. Correction: d4 (model number). Investigation conclusion: a medical review of the procedure note dated (B)(6) 2019, was performed. The provided data indicates that the patient was treated for bilateral carotid unruptured aneurysms with two adjacent aneurysms on the left, which were treated with stent assisted coiling on the right and stent alone on the left side. Index procedure date is (B)(6) 2020. The data indicates that there are two aneurysms of the ophthalmic segment and a 4.4 x 4.3mm ophthalmic origin aneurysm and a 3mm dorsal wall aneurysm are present. These are unchanged from all prior angiograms. The stent in the carotid artery is fully open with no stenosis but does not cover the neck of the aneurysm which indicates migration of the stent compared to the (B)(6) 2019 study when the stent was implanted and the stent markers were just distal to both aneurysms and are now proximal to the aneurysm. Based on a review of available data, the relationship of the event to the lvis stent cannot be ruled out. However, without the return and physical evaluation of the device, the investigation cannot determine if a condition existed that would have contributed to the reported event. The lot number was not provided; therefore, a search for production-related ncrs could not be performed. This study is ongoing and device/procedure relatedness determinations can be re-adjudicated by independent reviewers/physicians. The study device and study procedure relatedness can change as a result of these reviews. Microvention is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by microvention, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Microvention has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, microvention, or its employees that the device, microvention, or its employees caused or contributed to the event described in the report. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report.